Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and found a hole in cassette sheeting. Clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed with no issues noted. Leak testing was performed and found a leak through hole in cassette sheeting. The reported condition was verified. The assignable cause was determined to be a hole in cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was found to be leaking during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.